Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device had failed occlusion test. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found downstream occlusions. Functional testing was performed, and the reported issue was confirmed. The downstream occlusion (dso) and upstream occlusion sensors needed to be calibrated to resolve this issue. The calibration test failed due to the dso pressure being low.